Event description:
It was reported that upon opening the set and it was noticed that the tip on the screwdriver was broken off. It is unknown when or how the tip was broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation revealed the returned device was received with tip broken off and missing. Visual inspection and measurement of the relevant dimensions were found within specification. The fracture face is homogenous indicating material conformity, and assumption can be made that a mechanical overload during use or a drop to the ground cause the breakage. Based on the provided information the cause is unable to be determined, and the complaint is deemed indeterminate from a manufacturing standpoint as an evaluation of the broken portion was not possible. A review of the device history record did not reveal issues that could have contributed to the reported event. The reported issue is undetermined.